Manufacturer narrative:
The customer's complaint of a chemo secondary backflow to primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary of vincristine infused from the secondary line up through the back check valve on the primary line instead of to the patient. There is no report of patient harm or medical intervention.

Manufacturer narrative:
Additional information provided by the customer.